Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. During deployment of the valve, a strut was noted to be raised. The handle was intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the distal-section to the proximal end of the capsule. Damage was noted on the distal end of the capsule and break on the polymer at approximately 1 cm from the distal end of the capsule. The blue inline sheath was bent at approximately 16 cm from the strain relief. There was damage observed on the threading of the screw gear. The inner member shaft and spindle hub was intact with no evidence of damage. Conclusion: the subject delivery catheter system (dcs) was received for analysis. Recapturing is a feature of the device that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. The cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the recapture, the proximal portion of the capsule on the dcs showed the flexible 1 cm portion of the capsule appearing to crimp/roll upon itself. This fold was reported via x-ray. Damage was noted on the distal end of the capsule, confirming the reported event. Capsule damage typically occurs due to excessive compressive forces applied to the capsule. This excessive compressive force can be experienced when the valve is loaded incorrectly, or when the dcs is traversing through difficult anatomy. It was reported that the technician loading the valve felt some resistance when removing the locking collar from the dcs. However, the fluoroscopy check was showed a good load and no misload was identified. It was reported that the angle of the patient's aortic arch may have contributed to the event, however with angiographic or fluoroscopic evidence for review, the root cause of the capsule damage cannot be confirmed. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Updated h.6 - eval method, eval results and eval conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the valve was delivered to the annulus and attempted to be deployed. At 80% deployed, the valve was too shallow and was recaptured. During the recapture, the proximal portion of the capsule on the dcs showed the flexible 1 centimeter (cm) portion of the capsule appearing to crimp/roll upon itself. This fold was reported via x-ray. The physician was unable to recapture the valve completely, it was recaptured to about 50%. The valve and the dcs were retracted to the abdominal aorta where the valve was able to be recaptured the remainder of the way in the abdominal aorta and removed from the body. Upon visual inspection of the dcs outside of the body, the capsule was noticeably damaged along the 1 cm flexible portion and visible stress marks. It was reported that the technician loading the valve felt some resistance when removing the locking collar from the dcs. However, the fluoroscopy check showed a good load and no misload was identified. The angle of the patient's aortic arch may have contributed to the event. No adverse patient effects were reported.